Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained dilaudid with an unknown concentration and dose. It was reported that on (B)(6) 2017, the patient stated she got her identification (ID) card, but her machine wasn't working. The patient stated her personal therapy manager (ptm) was showing the upcoming refill date as (B)(6) 2000. The ptm was ¿stuck on the bell¿, and the patient couldn't get it going. The patient stated she was getting error code 8474 (pump reset); the code occurred at 12:44 on (B)(6) 2017. The code was unresolved on the call. The patient stated her health care provider (hcp) wasn't open, but would call their after hours service at that time. No patient symptoms/complications were reported.